Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up/down arrow keypad buttons were reportedly intermittently responsive 2 weeks ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2014-device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2014 with the following findings: there was no visible damage was found to the keypad. The keypad buttons were found to be intermittently responsive and had a delayed response. The up/down arrow and contrast buttons required multiple button presses to elicit a response. The ok button responded to button presses as expected. The keypad cover was removed; contamination was found under the button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.